Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to lead insulation damage. In addition, it was discovered that the lead had fun on insulation near atrial lead port on the generator. The physician was unsure if the lead was cut upon opening the pocket. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.